Event description:
Kimvent closed suction device requires user to manually remove the cap on kimvent when connecting to trach or et tube and high flow high humidity system. Recommend cap be red color instead of beige and not be pre-attached to the device.